Manufacturer narrative:
This report was discovered to be a duplicate of 1219930-2019-02797. Any and all further submissions shall be conducted through the a forementioned report number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced: on (B)(6) 2014: recurrent ventral incisional hernia repaired with new mesh, adhesions. On (B)(6) 2015: recurrent incisional hernia repaired with new mesh and adhesions. Treatment provided for these conditions include revision surgery.